Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2016. They underwent left knee revision surgery on (B)(6) 2022, approximately 5 years 10 months post primary procedure. Preoperative CT scan reflecting osteolytic change, was small and with maintenance of integrity of the implant fixation. Because a well-fixed implant, lucency is small and fusion consistent with synovitis from polyethylene debris. Revision op report noted the polyethylene had some pitting and degradation. There was no metalosis present. The surgeon noted the polyethylene of the patella appeared to be pristine without pathology. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: d4: expiration date. D10 concomitant devices: (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6) 02-010-03-0235 - logic cr femoral cem, left, sz 3.5. (B)(6) 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6) 200-02-35 - three peg patella 35mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.